Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician was attempting to treat a 95% stenosis in a protected native circumflex artery with a 60 degree angle. The lesion was predilated with a crosssail 2.5 x 15 mm balloon at 10 atms for 39 seconds. The physician advanced a cypher 2.75 x 23 mm drug eluting stent and then an additional bmw wire, but he was unable to cross with the cypher. A second crosssail 2.5 x 15 mm balloon was inflated to 8 atms for 26 seconds. A taxus express2 2.75 x 24 mm drug eluting stent was inserted, but not deployed and subsequently removed. The taxus stent was reinserted, and deployed at 14 atms for 30 seconds. The balloon was deflated; the inflation device was brought down to negative. The physician waited until the balloon deflated but they could not withdraw the stent delivery device. They inflated the balloon up to 4 atms, then deflated it, but they still could not remove it. The physician then inserted the buddy wire down the lad and he was able to withdraw the balloon with force. There were no complications reported; the pt has been discharged.